Manufacturer narrative:
Zimmer biomet (B)(4). Patient sex unknown / not provided. Postal code unknown/ not provided. PMA/510(k) number k011245 and k002188. A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external factors (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that implant did not achieve primary stability during placement procedure and was removed. No other implant was placed in the same procedure. Pain and bone loss were reported as a consequence of the event.